Event description:
Generator and lead product analysis were completed and reviewed. The generator was returned with no malfunction. Various electrical loads were attached to the pulse generator and results of diagnostic test demonstrated accurate resistance measurements. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. During the visual analysis of the lead, a half set of setscrew marks was observed at the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. No other sets of setscrew marks were observed on the connector pin surface. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The average of the dimensional measurements taken of the connector pin, connector ring, small and large o-rings and boots were within the required specifications. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Based on the findings in product analysis lab, there are no discontinuities observed in the returned portion of the device which may have contributed to the lead fracture and no abraded openings were observed to substantiate the abraded lead. However, the incomplete lead pin insertion condition may have contributed to the high impedance situation observed during the patient¿s first doctors visit. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient's explanted lead and generator were received into analysis, however product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
It was reported via vns questionnaire that a vns patient's device is showing high impedance. X-rays were taken and sent in and reportedly showed the generator pin not fully inserted, however from a review of the x-rays, incomplete pin-insertion could not be confirmed based on the quality of the image. The patient went for surgery, and the lead was found to be broken. The lead was also unable to be replaced due to scar tissue formation on the vagal nerve which was also adhered with the jugular vein in the deep part of the compartment. The previous electrodes were explanted however no new electrodes could be placed and thus the generator was explanted as well. The lead and generator were saved to be sent back for analysis. Information was received that the lead was found to be broken during revision surgery at the point where it enters the generator. The wires seemed to be intact, but the silicone surrounding of the wire was broken. The lead was intact at the end of the implantation surgery and no cut was made to it. It is believed that the lead was broken due to device failure. The patient did experience any adverse trauma in the weeks before revision surgery. She reported minor falls due to her epileptic seizures. The lead pin was completely inserted during implantation surgery according to device manual. The patient's explanted lead and generator were sent to be returned to livanova for analysis however have not been received into analysis to date.